Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery "to remove mesh and recurrence repair", however, the patient's attorney did not allege a specific device failure or reason for explant and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for repair of a ventral hernia. A bard/davol ventralex hernia patch, reference number (B)(4), lot number huwf2369 was implanted to repair the hernia defect. (B)(6) 2013: the patient underwent an additional surgery to remove mesh and recurrence repair. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery "to remove mesh and recurrence repair", however, the patient's attorney did not allege a specific device failure or reason for explant and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, post implant of ventralex mesh, patient was diagnosed with wound dehiscence and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for repair of a ventral hernia. A bard/davol ventralex hernia patch, reference number (B)(4), lot number huwf2369 was implanted to repair the hernia defect. (B)(6) 2013: the patient underwent an additional surgery to remove mesh and recurrence repair. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with epigastric hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿hernia sac was dissected out and omentum stuck in the hernia sac was resected. Then, a ventralex mesh was tacked in place using sutures.¿ (B)(6) 2013 - patient was diagnosed with wound dehiscence and adhesions thereby underwent open repair with the removal of ventralex mesh. Per operative notes, ¿small bowel noted in the subcutaneous tissue was dissected away and reduced back into the intraabdominal cavities. There was some omentum which was taken down. At this point, the old ventralex mesh was dissected out. Then a synthetic mesh was used in place and tacked subfascially through the fascia.¿ attorney alleges that the patient had adhesions, bowel removal, pain, hernia recurrence, removal of mesh and emotional injuries.